Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was dislodged. The patient presented for revision the lead was explanted and replaced successfully. The patient was stable post procedure.